Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product will not be evaluated by zimmer biomet as it ws not returned by the customer. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was implanted with a prosthesis. Subsequently, the patient was revised due to fracture of the implant. There was harm to the patient as the patient had to underwent surgicical/medical intervention. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. Visual examination of the provided photos identified the nail has fractured. However, as the product was not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed through the provided photos. H6 component codes: proposed code: mechanical (g04)- im nail. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.